Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer attempted to address their low bg by consuming chocolate and then they fell and broke their finger. The customer then went to the emergency room (ER) on (B)(6) 2023 for three hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. The customer consulted with their health care provider (hcp) and updated their settings to address the event.